Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door failed. As per part investigation, it was determined that there was the mechanical damage to the harness insulation, which resulted in exposed copper strands. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 20-dec-2018, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "tower doors fail often" was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the field service engineer (fse) reported that tower doors fail often. All four latches were replaced with new latches with harness assemblies. Functional tests were performed with no issues observed. During dchu visual inspection: pn 134714-03: three of the assy latch detent pop and their corresponding harnesses were found to be in good condition, with no signs of physical damage, missing or loose components, corrosion, or other anomalies. Assy latch detent pop #2 showed no physical damage on the latch itself; however, its associated harness exhibited visible anomalies. The harness associated with assy latch detent pop #2 exhibited visible physical damage. A detailed examination was conducted using a microscope (microscope, (B)(4); calibration due date on 25-apr-26). The analysis revealed thermal damage to the copper strands, characterized by discoloration and deformation of the conductors. The damage was localized and suggests exposure to high temperatures. During dchu testing: pn 134714-03: testing was performed on the four returned assy latch detent pop on an esd protected surface using a calibrated digital multimeter: detection microswitch; continuity is ok. Door-closed microswitch: continuity is ok. Latch detent solenoid: all measured resistances were within the acceptable range. However, the harness associated with latch #2 was found to have thermal damage. No further testing was necessary. The hardware test application (hta) confirmed that the four assy latch detent pop passed the test successfully. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).